Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 581 (mg/dl), diabetic ketoacidosis, and vomiting. Reportedly, the customer stated that they experienced the elevated bg levels after eating pie and forgetting to administer a bolus to cover the food eaten. Customer administered a bolus to bring their bg levels down to 253 (mg/dl), and later went to the hospital for treatment. While in the hospital, customer was treated with intravenous insulin, morphine, and phenergan. Reportedly, the customer discharged themselves from the hospital on (B)(6) 2016 with a bg level of 509 (mg/dl). Customer stated that they administered a bolus with the pump which brought their bg levels down to 185 (mg/dl) on (B)(6) 2016. During the call, the customer reported that their current bg level was 249 (mg/dl) but stated that this was normal for them. Customer indicated that they were at their health care provider's office to discuss diabetes management.